Event description:
During an inservice (no cases on that day) a nursing staff member questions the tightness of one of the screws. The handle was taken by hospital staff and dissembled onsite. Small number of debris was found inside the casing. Reamer was collected from hospital following week.

Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako reamer handle was reported. The event was not confirmed. Method & results. Product evaluation and results: visual inspection did not confirm the event. No debris found in device casing. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.